Event description:
It was reported that device entrapment occurred. The target lesion was located in carotid artery. A 8.0-21 carotid wallstent monorail was advanced for treatment. However, during the procedure, when attempts were made to put the endoprosthesis on the conductor of the embolism protection system with a diameter of 0.014 in, the conductor began to get stuck and not leave the mine. The device was replaced, and the procedure was completed. There were no patient complications reported.